Manufacturer narrative:
E1 - initial reporter address 1: (B)(4) device evaluated by manufacturer. The complaint device was received for product analysis. A visual and tactile examination identified multiple kinks along the hypotube. No kinks or damages in the shaft polymer extrusion. No issues identified during a microscopic examination of the extrusion shaft. A microscopic examination of the blades identified that approximately 5mm in length of a distal blade segment had detached from the balloon. The blade pad (at the detached section) was intact and bonded to the balloon. The detached section of blade was received with the device. The detached blade exhibited a kink. No other damage was observed to the remaining blades, which were fully bonded to the balloon. A detailed microscopic examination of the balloon material identified no damages. The balloon exhibited signs of having been inflated and was not refolded. A microscopic examination of the tip section found no damage. No other issues were identified during the product analysis.

Event description:
It was reported that the blade was lifted. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that there was no problem crossing the lesion after dilating at 10atmospheres and 18 atmospheres. When it was pulled back from the patient, the rear end of one of the blades was slightly lifted. When it was touched with finger, the blade came off and fell off. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the blade was lifted. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that there was no problem crossing the lesion after dilating at 10 atmospheres and 18 atmospheres. When it was pulled back from the patient, the rear end of one of the blades was slightly lifted. When it was touched with finger, the blade came off and fell off. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).